Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence tablet and the real intelligence 24 in. Touch screen went black every two seconds, no matter were they put them and no matter at what stage of the surgery they were. After a few times, while waiting for the screens to work, the real intelligence cori froze and they had to restart and then they received a system critical error. They used the main monitor to complete the procedure with a significant delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The cori tablet used in treatment, was returned for evaluation. A relationship between the reported event and the device was established functionality. As soon the tablet was connected to the cori console it started malfunctioning. During evaluation, the tablet never display content. It will power on (green light), in less than 30 seconds went go to sleep (orange light), approximately 30 second later turned off and all the connection indicators in the console turned off for approximately 30 seconds. This failure was repetitive all the time the tablet was connected to the console. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The most likely cause of this event is an electrical failure that affect the power cycle of the tablet. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. Internal complaint reference number: case-(B)(4).